Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
Nurse reported via phone call high blood glucose and issues with the insulin pump. Customer's most current blood glucose level was 157 mg/dl. Customer experienced diabetic ketoacidosis and was hospitalized as a result of high blood glucose levels. Customer advised they pressed the button on the insulin pump 4 times until they were able to deliver a bolus. Customer was advised to not press act during a bolus delivery and the issue was resolved. Customer declined to troubleshoot any further as they live with a nurse and were experiencing tough weather conditions.